Event description:
It was reported by service report that there was no power to the bed due to a short between the auxiliary power cord and the bed frame. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Inlet cable. Auxiliary power cord. This issue was resolved for the customer by replacing the inlet cable and auxiliary power cord and verifying the bed was operating per specification and as intended.